Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. It was reported that electrodes 1, 2, 3, and 6 had high impedances. No contributing factors were known. The rep stated that they added a new group to program around the impedances. No symptoms were reported.